Event description:
The pt was implanted with left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted to the hospital for a driveline infection. No alarms were noted for this event. The pt was treated with antibiotics and the infection has resolved.

Manufacturer narrative:
The pt continues to lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.